Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during stage 2 of implant, impedances were run and the left lead was out of range. Contacts 2 & 3 were lightly over 2800 for monopolar and 4200 for bipolar. Impedances were run several times with the same result. They turned stim on using the contacts and they lowered in 30 minutes. The issue was resolved. No symptoms were reported.